Event description:
It was reported that right hip revision surgey was performed due to elevated metal ion levels, greyish/blackish discoloration of the surrounding tissue, blackish discoloration suggesting evidence of corrosion, and evidence of osteolysis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated metal ion levels, greyish/blackish discoloration of the surrounding tissue, blackish discoloration suggesting evidence of corrosion, and evidence of osteolysis. During revision, the hemi head, the modular sleeve and the bhr cup were revised while the synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. It was reported that the patient had a right hip revision, due to evidence of elevated metal ion levels and CT evidence of osteolysis behind the acetabular component. Metal ion levels one month pre-revision were cobalt 13.9 g/l and chromium 6.5 g/l. The intraoperative report indicates greyish black synovium near the posterior wall of the acetabulum, osteolysis on the most medial aspect of the acetabulum and blackish discoloration on the trunnion suggesting evidence of corrosion. There was also about a one x one cm area of bone loss in the anteromedial acetabulum and posteromedial acetabulum. A histopathology report indicates an adverse local tissue reaction to corrosion products and conventional metallic debris with macrophagic pattern and slight perivascular and slight interstitial lymphocytic infiltrate involving neo-synovium and bone (necrotic cellular debris). Revision was completed using a stryker #60 trident shell, stryker #35 screw, stryker #36 liner and s&n #36 +0 oxinium head. The elevated metal ions and intraoperative inflammatory tissue responses may be consistent with findings associated with metal debris. As well as the histopathological findings that are consistent with alval. However, the root cause of the reported clinical findings cannot be confirmed, but based on the intraoperative findings of corrosion on the trunnion is a likely source of the metal debris. However, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.